Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11 corrected fields: a2, a4, a5, a6, b6, b7, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of r-unit, component failure of the light guide bundle, component failure of the serial ring and the light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's white balance could not be acquired. The event occurred during set up / inspection for use. There were no reports of patient involvement.